Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was very sick and in the hospital. Caller stated she does not know if it is related to the device. The patient reported that since she was in the hospital she has notice she has been urinating every hour and leaking. It was confirmed that stimulation was on. Patient was advised to follow-up with her healthcare provider and to keep a voiding diary to track progression and therapeutic response. No further complications were reported.